Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient diagnosed with a pseudoaneurysm measuring approximately 32-33mm in diameter due to experiencing coughing up blood (hemoptysis). The patient underwent an initial implantation of a valiant captivia stent graft (vamf3838c150te) to treat the condition. Following the first operation, a very slight type ii endoleak was observed, and balloon modeling with ab46 was performed. A computed tomography scan conducted a week later showed a decrease in the size of the pseudoaneurysm. It was reported approx. 2.5 months post index procedure, the patient returned again experiencing episodes of coughing with blood (he moptysis). CT imaging revealed that although the pseudoaneurysm continued to decrease in size, contrast flowed rapidly into the sac, raising suspicion of a possible device leak or failure. The following day, an intervention was performed, contrast was injected from multiple areas and with the aid of a 0.18 guidewire and a catheter ,a 1mm hole was suspected on the previously implanted stent graft. The sac was embolized with three non-mdt coils, and an additional valiant captivia graft (vamf4238c150te) was implanted to cover the previous graft, followed by balloon modeling with ab46. A final angiogram confirmed there was no endoleak. Per the physician the cause of the endoleak was not determined. No additional clinical sequelae were provided, and the patient is fine.

Manufacturer narrative:
Product analysis the reported endoleak was confirmed on the films received; however, the exact type and cause of the endoleak seen could not be conclusively determined . Full angiograms (including endoleak interrogation) could allow for a more comprehensive determination of the endoleak but these were not provided for review. From review of the films it is likely this endoleak was a type iiib endoleak. Type iiib endoleaks are less likely to occur so soon after the index procedure however there was noted to be moderate calcification in the area of the observed endoleak which can be a factor in the occurrence of an acute type iiib endoleak. There was adequate proximal and distal seal so a type ia or ib endoleak are not considered to be a factor. Type ii endoleaks from collateral vessels also could not be ruled out. Analysis of the returned films did not reveal any obvious stent graft integrity issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.